Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The valve actuation test passed. The system air leak test passed. The fifteen minute self-test / treatment was performed and completed without any failures or problems. The mushroom head check passed. There is evidence of dried fluid under the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. Positive for glucose. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that there was difficulty during an unknown fill phase of the peritoneal dialysis treatment. When removing the cassette, the patient observed evidence of a fluid leak from the cassette. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient did not experience any complications as a result of the alleged event. No treatments missed and there was no medical intervention. Additional information was solicited.